Manufacturer narrative:
(B)(4). Photo analysis summary: upon visual inspection of the first pictures, a labeled winding former, a needle/suture clamped with a needle holder was noted, on the second picture a damaged suture of product code (B)(4) could be observed. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a knee replacement procedure on (B)(6) 2021 and suture was used. The suture broke in the non-barbed area after 4 or so passes through the tissue. It was reported that the surgeon uses this suture often and was not applying any excessive pulling/force. The procedure was delayed by 5 minutes and successfully completed using a new like device. There were no adverse patient consequences. No further information is available.